Event description:
A biomedical engineer reported that during a vitrectomy procedure the system shut down on its own. The surgery was completed using an alternate system with no harm to the patient.

Manufacturer narrative:
With no additional, related information provided, the customer reported event of was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 14, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).